Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image intensifier power supply was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently had no image. There was no adverse patient involvement reported. There was no patient information reported.